Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The resolution involved technical support replacing the pump, as it was still under warranty, with updated software, and the caller was instructed to return the old pump within 10 days to avoid additional charges. The caller understood the procedures for setting up the new pump and using a backup therapy in the meantime.